Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had error code b30. Despite the connection failure, there was still an image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation the allegation of scope communication error (b30) could not be reproduced. Upon further inspection, it was observed that the scope connector socket was worn out and needed to be replaced. Lastly, it was observed that the lamp used was non-olympus. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8, h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope communication error could not be determined. Olympus will continue to monitor field performance for this device.